Event description:
It was reported that this pacemaker and right ventricular (rv) lead alerted for an out of range (oor) impedance measurement greater than 3000 ohms leading to a lead safety switch. Technical services (ts) reviewed device data and determined that a signal artifact monitor (sam) event with minute ventilation (mv) chop occurred prior to this alert. It was noted that the non-sustained ventricular tachycardia (nsvt) episode prior to the oor daily measurement had what appeared to be fracture-related noise and loss of capture. Ts determined that since noise was present following the lead safety switch, this likely indicated a lead failure. No adverse patient effects were reported. This rv lead remains in service.